Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and abortion of ectopic pregnancy ('abortion of ectopic pregnancy') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included parity 2 ((B)(6) 2011, (B)(6) 2013), multigravida, miscarriage and cystitis interstitial. Concomitant products included oxycodone from 2014 to 2015. In (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pain pelvic"), abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and migraine ("migraines / headache"). In (B)(6) 2014, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti") and fungal infection ("infection (bladder/ urinary tract/vaginal) type: yeast infection"). On (b)(64) 2014, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced abortion of ectopic pregnancy (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the ectopic pregnancy with contraceptive device, abortion of ectopic pregnancy, vaginal haemorrhage, menorrhagia, urinary tract infection, fungal infection, dysmenorrhoea, migraine and alopecia outcome was unknown and the pelvic pain, abdominal pain and back pain was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 2. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal pain, abortion of ectopic pregnancy, alopecia, back pain, dysmenorrhoea, ectopic pregnancy with contraceptive device, fungal infection, menorrhagia, migraine, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: pfs and mr received: case become incident. Previously reported event injury was updated to new events: ectopic pregnancy, abortion of ectopic pregnancy, pelvic pain, abdominal pain, back pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), uti, yeast infection, migraines / headache, hair loss, device ineffective were added. Concomitant and historical conditions were added. Lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.